Event description:
It was reported that via merlin.net transmission, an alert for premature eri was received. Patient is hospitalized for a respiratory issue and device revision is uncertain. No further information available.